Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The initial reported event of was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device experienced unexpected longevity. The device reached elective replacement indicator (eri) during the warranty period. The device was explanted and replaced. No patient complications have been reported as a result of this event. (B)(6) 2020: it was further reported that the patient experienced symptoms.